Manufacturer narrative:
The suspect fore-sight sensors are anticipated to be returned for evaluation but have not yet been received. The software data logs have been received but are still being evaluated. A supplemental will be sent with the evaluation results from the product and data logs evaluation. Device evaluated by MFR: device not returned.

Event description:
It was reported that during a procedure for abdominal aortic aneurysm (aaa), while using these two fore-sight sensors, the sto2 values on the left extremity did not decrease when the aorta was clamped. The exact value displayed on the monitor was unknown, but the sto2 value did not decrease as expected. The fore-sight sensors were used on 4 channels: 2 head and 2 lower extremities. The sto2 values on the third channel indicated the inaccurate values. The two suspect fore-sight sensors used on the lower extremities were returned for evaluation. There were no devices swapped to troubleshoot the issue. It is unknown if any troubleshooting was performed. It is unknown whether any error messages were displayed. It is unknown if any additional treatment was provided based on the inaccurate values. There was no patient injury was reported.

Manufacturer narrative:
Two large foresight sensors without liners were returned for evaluation. The reported issue regarding the sto2 values was not able to be confirmed. There was no visible damage observed on the adhesive pads or the sensors during the visual inspection. The sensors monitored sto2 on a hemosphere monitor without any error messages. The sensors passed the sensor test. There was no hardware/manufacturing issue identified. The clinical logs were provided. Research and development reviewed the logs associated with the complaint and confirmed the reported inaccurate sto2 values observed. A product risk assessment and a corrective and preventive action (CAPA) was opened to address the inaccurate values. The CAPA investigation concluded that the root cause is a design defect in both algorithm versions (v2.5.7 and v3.0.7) for the affected somatic regions which are legs and arms or deltoids. As a result, fca 89647 was initiated for this issue. The hospital has received the letter on fca 89647 and has acknowledged it.